Event description:
It was reported that pump experienced malfunction with displayed malfunction code after no notable events. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurring malfunction, was advised to continue using pump, and was instructed to call back if issue occurred again, which customer acknowledged and understood.